Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11sep2020.

Event description:
It was reported to philips that the device had a navigation ring failure. The device was not in clinical use at the time of the event. The device was being set up for use when the nav-ring failed. A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance. The fse replaced the front bezel which resolved the reported issue and the device returned to full functionality. The device remains at the customer site and was placed back into service.